Manufacturer narrative:
Continued h.6. Health effect - impact codes: f2203. Article citation: bugallo gonzález I, álvarez fernández d, rodríguez balsera c, fernández díaz l, viescas fernández mj, álvarez suárez ml. "Usefulness of the amniotic membrane graft in the management of xen® implant exposure." Arch soc esp oftalmol (engl ed). 2023 apr 28:s2173-5794(23)00068-3. Doi: 10.1016/j.oftale.2023.04.012. Epub ahead of print. Pmid: 37120075. Multiple requests for further information have been made. Allergan has received no response from the authors. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of exposure is a known potential adverse event addressed in the product labeling.

Event description:
Through literature article, usefulness of the amniotic membrane graft in the management of xen® implant exposure, healthcare professional reported a patient underwent combined cataract and xen®45 gts implantation in the left eye. Pow2, distal end of stent protruding the conjunctiva observed. Pom1, the stent was observed to be exposed through the conjunctiva and iop was 5 mmhg. Revision surgery via amniotic membrane suture was performed. Pod1 [revision], implant remained well positioned and iop stabilized at 10 mmhg. Pom6 [revision], bcva was 0.8 (compared to baseline bcva was 0.3) and iop was 13 mmhg without medication or further disease progression. After 6 months of follow up, symptoms resolved.